Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer returned insulin pump for an alleged insulin pump error on march 25 , 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump received with blank display due to cracked battery tube threads and a cracked case behind the insulin pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was not able to be push back into the right position. Swapped the electronic into test case. Insulin pump powered up properly and download was done. Insulin pump error was confirmed in history file on march, 2022 01:00:00.000, (file number: 26 line number: 1384). Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Insulin pump was cut open to perform visual inspection and found evidence of physical and moisture damage on the electrical board 1, motor and battery tube assembly noted. The following were noted during visual inspection: cracked keypad overlay, cracked case (corner of belt clip rails), missing serial number label and cracked battery tube threads. In summary, customer alleged insulin pump error confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 25 occurred. There was no adverse impact or consequence reported as a result of this event.